Event description:
It was reported that during a colectomy procedure the active blade broke, they did an x-ray and did not find the piece in the patient. They were not able to locate the broken blade on the mayo stand or the floor. The surgeon does not know if the piece is still in the patient. The patient is stable at this time.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.